Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having high blood glucose. The customer's blood glucose at time of incident was 400mg/dl. The customer's current blood glucose is 400 mg/dl. The customer reported the following symptoms related to their high blood glucose was dizzyness. Troubleshooting was performed. The insulin pump is working as designed. The insulin pump is not expected to be returned.